Manufacturer narrative:
Correction to the initial emdr on the correct serial number of the lead involved, serial number (B)(6).

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to threshold was not satisfactory. The physician tried to retract the screw to adjust the placement position, but the helix could not be retracted. This lead was never in service and new lead was placed. This lead will not be returned for analysis as it was infected. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to threshold was not satisfactory. The physician tried to retract the screw to adjust the placement position, but the helix could not be retracted. This lead was never in service and new lead was placed. This lead will not be returned for analysis as it was infected. No additional adverse patient effects were reported.